Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient alert for high, out of range, high voltage lead impedance. High impedance was reproduced in clinic and pacing and sensing performance was normal. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable.